Event description:
It was reported during a peripheral transluminal angioplasty of bilateral iliac arteries. While advancing the wire through the needle, the coils became hooked on the bevel of the needle and were found to have unraveled. After long and careful manipulation of the wire, it was able to be removed. Reportedly there was no pt injury.